Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device intermittently took an extended time to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned and evaluated. The evaluation showed that the device performed it's first analysis at 17:14:49. The device analyzed for the next 9 seconds. During this analysis, the device prompted a "change battery" warning. The device completed it's analysis and prompted a shock advised. While the device was charging, the user pressed the shock button and the device prompted a "release shock button" message. The device charged 7 seconds later. The user then pressed the shock button 2 seconds later delivering the 200 joule shock. The device charged within 19 seconds (specification is within 25 seconds) of it's first analysis and continued to monitor ECG and advise CPR for 2 minutes and 9 seconds until the end of the case. This report has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.